Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device presented alarm error messages every couple of minutes. Unable to relay error messages displayed at times of alarm. The device was still functioning and continued to have a green light flashing. Troubleshooting was conducted during the call. Advised to power down device, change the batteries and put pressure on the port, but issue still presented. No kinks in the line or tubing were reported to be observed. Patient elected to continue current infusion session. No patient injury was reported. No additional information was provided.